Manufacturer narrative:
The reported complaint of a user advisory - ua02 (compression tracking error) message on the autopulse platform (sn (B)(4) was confirmed during functional testing and during archive data review. The investigation findings revealed that the root cause of the reported issue was due to a defective load cell module 1 as a result of an aging component. Unrelated to the reported complaint, a damaged encoder cover and a motor cover were observed during visual inspection. These physical damages were likely due to normal wear and tear. The autopulse platform is a reusable device and was manufactured in may 2004. The device has been operating for over 14 years and has reached its expected serviceable life of 5 years. The damaged encoder cover and motor cover were replaced. During archive data review, ua02 occurred on the date of the reported event. Thus, confirming the reported complaint. Initial functional testing could not be performed due to ua02 (compression tracking error) message. To remedy this issue, the defective load cell module 1 was replaced. The ap platform was re-tested and passed all the functional tests without any error. The platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Manufacturer narrative:
Zoll has received the product for evaluation, however, investigation is pending. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, during shift check, the user's autopulse platform (sn (B)(4)) displayed user advisory - ua02 (compression tracking error) during power on and changing out the lifeband did not cleared the issue. No patient involvement.